Event description:
Additional information was received from the patient on february 23, 2024. The pt responded to the follow up letter they were sent stating they were misunderstood as they were trying to explain that they went from the couch to the floor. They reported there was not a problem with the scs, nor have they regretted getting the scs because they can't live without it. They explained they didn't know how to turn the scs on and had turned the settings up to the highest setting without knowing it and then turned the ins on without knowing it, and when it turned on, they felt something like a bolt of electricity. They further explained that the doctor's assistant had taken only 5 minutes to explain how to use the device right after they woke up from being drugged for the implant surgery, so they didn't understand or remember what was shown to them because they were still "so drugged". The pt suggested instructions be written down and given to the pt or someone with them at the implant so they have the information later when they get home and recover from anesthesia. The pt stated they had a tens unit prior to getting this ins. Pt weight was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that the very first one they had implanted, they were sitting on the couch, and they couldn't get the generator to work, but all of sudden they pressed a button all of sudden it threw them out of the couch whatever they touched caused them to feel the shock and it through them off the couch in one hard jolt. Pt stated they had been shown how to work the device. Agent attempted to gather an event date. Pt stated that they it may have been in the 1970s or the 1990s but they did not remember. Agent documented reported information.